Event description:
It was reported that the device would not allow the user to adjust the patient side temperature below 37 degrees centigrade. No patient involvement. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A maquet field service technician evaluated the device and identified a defective keypad. The keypad was replaced. The unit was tested to factory specifications, passed, and was returned to service. A supplemental medwatch will be submitted when additional information becomes available.